Manufacturer narrative:
Additional information received by smiths medical that there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation the moment the device was powered up, the device started double beeping. According to the investigation, the pump downstream sensor caused the reported problem. Service's replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited double beeps alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.